Manufacturer narrative:
(B)(4); the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) produced a red screen and a da error code. The device data was submitted to technical services for review. A normal device interrogation was performed, with no further issues noted. A review of the device data confirmed the da error was due to the device detecting and correcting a memory error on (B)(6) 2016. The device performed a reset and is now functioning normally. No adverse patient effects were reported.